Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pleural effusion is a known potential adverse effect from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was treated and discharged with stable vital signs two days following the procedure.

Event description:
Study coordinator became aware of an extended hospital stay following a renal cryoablation (B)(6) 2014 and contacted galil medical right away. Trace registry subject (B)(6) is an (B)(6) male who had CT-guided left renal cryoablation without complications on (B)(6) 2014. According to the discharge summary, the patient experienced shortness of breath on (B)(6) 2014 and a small pleural effusion was seen on chest x-ray. The patient was administered oxygen. He improved on (B)(6) 2014 and no longer required supplemental oxygen. The patient was discharged with stable vital signs on (B)(6) 2014.